Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: there was a hole in the audio bolus button that made it difficult to press. When the button was removed contamination was found on the contact. The display screen was dim and discolored.